Manufacturer narrative:
The field service representative informed customer that the air noise coming from inside the vent is the cooling air passing through the driver assembly. We ran performance verification and all values were within specifications. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported to vyaire that the 3100a was alarming, like an air blowing the back. The customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.